Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had a stroke about two years ago. No further complications were reported.